Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of interrogation and programming difficulties could not be verified in the laboratory. The device was tested on the bench and using automated test equipment and the device was found to be normal. The cause of the reported field event remains undermined.

Event description:
It was reported that it was impossible to program the device with a merlin and to register the patient data. This device was not implanted.